Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information regarding this event has been requested. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Imran et al., 2018 - a literature article was published in march 2019 which indicated the following: during a peripheral atherectomy procedure using a csi diamondback orbital atherectomy device (oad), the tip of the device containing the crown became detached. The fragment was retrieved with no patient complications. Additional information has been requested but not yet received.